Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn.

Event description:
A report was received that an injection was administered to the patient for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 15877656 description: next generation anchor kit-sterile.

Event description:
A report was received that an injection was administered to the patient for unknown reason.